Manufacturer narrative:
Unique identifier (UDI) number is not applicable for the involved device. This correction is done following the review of the complaint file for closure.

Manufacturer narrative:
The device history records was reviewed. It indicates that no nonconformance was recorded during the manufacturing process of the reported product lot number. No conclusion can be drawn. However, the conducted investigation would tend to indicate that the product was not defective.

Event description:
During an abdominal aneurysm surgery performed on (B)(6) 2016, blood leak was noted from the bifurcation of the main graft segment. Astriction and gauze application were performed to stop the bleeding. The bleeding was finally stopped by administration of protamine. The graft remained implanted, without any adverse outcome for the patient.